Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, a right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms when connected to the device. It was noted that a fracture was suspected. The lead was tested via the pacing system analyzer (psa) and impedance measurements were widely variable. Troubleshooting options were discussed. No additional information was available. No adverse patient effects were reported. The status of the lead is unknown.